Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from heavy bleeding (interpreted as genital bleeding) and severe abdominal pain/ cramping. She underwent a hysterectomy with bilateral salpingectomy approximately 3 and half years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion abdominal/ pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2011 for permanent birth control. After the implant, she began suffering from skin rash, hair loss, tooth decay, fatigue, severe menstruation pain, heavy bleeding, back pain, severe abdominal pain, and cramping. On (B)(6) 2015, she underwent a hysterectomy with bilateral salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from heavy bleeding (interpreted as genital bleeding) and severe abdominal pain/ cramping. She underwent a hysterectomy with bilateral salpingectomy approximately 3 and half years after insertion. These events are anticipated in the reference safety information for essure. After essure insertion abdominal/ pelvic pain and genital bleeding may occur. Given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.